Event description:
It was reported that the devices a number of devices were shutting down unexpectedly. The issue was reported to a bd associate during site visit. There was no information provided on patient involvement. Although requested repeatedly, the customer did not provide additional information.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.